Event description:
It was reported by the patient that they had scarring. The patient's blood glucose (bg) values reached 309 mg/dl. The pod was leaking, while wearing the pod between 36 and 48 hours on the hip/buttocks.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the scarring. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.